Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of reuj1124 showed five other similar product complaints from this lot number. Device not returned yet.

Event description:
It was reported via medwatch that the patient had a line placed approximately six years ago, in (B)(6) 2011 for chemotherapy, the patient had several infusions of chemotherapy. The line is reportedly no longer working and was found to be fractured midway through. In (B)(6) 2018 the distal end of the catheter had to be retrieved from the superior vena cava.

Manufacturer narrative:
The complaint of catheter break was confirmed and the cause appears to be use related. The product returned for evaluation was powerport MRI isp with 8 fr groshong catheter. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated and a break was observed 79 mm distal of the cathlock. Splits were also observed 68 mm and 75 mm from the cathlock, as well as 4 mm and 11 mm distal of the break. The catheter break was typical of flexural fatigue, and the characteristics observed which supported this type of failure included: damage which was circumferentially aligned. Fracture edges which were rounded and polished due to repeated material wear. 'C' shaped impressions leading into the fracture site which are consistent with material buckling due to movement which caused the fracture edges to be pressed together. Overall elliptical shape to the fracture cross-section (a result of repeated kinking of the tubing). An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. Reference (B)(4) for further information about this failure type. A lot history review (lhr) of reuj1124 showed five other similar product complaints from this lot number. (B)(4).

Event description:
It was reported via medwatch that the patient had a line placed approximately six years ago, in (B)(6) 2011 for chemotherapy, the patient had several infusions of chemotherapy. The line is reportedly no longer working and was found to be fractured midway through. In (B)(6) 2018 the distal end of the catheter had to be retrieved from the superior vena cava.